Event description:
It was reported that the holster was breaking down at the cocking mechanism. The technician reported bending back the lever and the dr has requested to have the cocking mechanism evaluated for damage. The breast biopsy was completed. There were no pt consequences reported. The holster is used with a fischer system.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the firing lever to be replaced. The device was functionally tested, met all product requirements and returned to the customer.